Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient expired while connected to the cycler. The nurse confirmed the cause of death was cardiac arrest. The patient was diabetic, hypertensive and had a history of cardiac issues. No autopsy was performed. The patient's date of death (B)(6) 2017, has been on dialysis since (B)(6) 2017.

Manufacturer narrative:
Clinical evaluation: a temporal relationship between the ccpd treatment on (B)(6) 2017 and the patient death exist. The patient was found unresponsive connected to the liberty cycler and was doa at the hospital. However, there is no documentation or allegation of machine malfunction or any indication that the machine did not perform as expected. It was reported by the pdrn that the patient was diabetic, hypertensive with a history of heart disease and expired as a result of a cardiac arrest. However, based on the lack of information provided potential causality cannot be established. Further information has been solicited.

Event description:
A peritoneal dialysis nurse reported that a peritoneal dialysis patient expired while connected to the cycler. The nurse confirmed the cause of death was cardiac arrest. The patient was diabetic, hypertensive and had a history of cardiac issues. No autopsy was performed. The patient's date of death (B)(6) 2017, has been on dialysis since (B)(6) 2017.